Event description:
It was reported that the right ventricular (rv) lead exhibited no capture at maximum output. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.